Event description:
(B)(4). Same case as 2134265-2011-05543. It was reported that during a coronary artery stenting treatment procedure, the patient experienced a dissection and subsequently a myocardial infarction (mi). Lesion 1 was a bifurcated lesion located in the mid left anterior descending (mid lad) artery with 90% stenosis and was 17 mm long with a reference vessel diameter of 3.23 mm. The physician treated the target lesion with pre-dilatation and implanting a 2.75 x 20 mm taxus element stent. A long dissection was noted and a 3.0 x 28 mm taxus element stent was placed to cover the dissection with 0% residual stenosis following kissing balloon technique. A non-target lesion in the 1st left posterolateral branch was treated with a 3.0 x 18 mm non bsc stent. Post index procedure, the patient had elevated cardiac enzymes values and an mi was reported (peak ck= 946 iu/l, uln= 170 iu/l; peak ckmb= 68 iu/l, uln= 16iu/l; peak troponin= 41.50 ng/ml, uln= 0.05 ng/ml). The patient was treated with medication, however, it was noted that the patient did not experience ischemic symptoms. The patient was discharged 5 days post procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).